Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any issues arise again.